Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had numbers scrolling and flashing on the display. Blood glucose level at the time of the incident was not provided. Troubleshooting was not performed as the caller did not have the device available during the call. Caller also stated that the customer was currently hospitalized due to a blood glucose level of 1,007 mg/dl, but had not been wearing the device for greater than 48 hours prior to the incident. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.<

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no numbers ramping up or moisture damage on keypad traces noted. Keypad connector was fully locked. The insulin pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.